Event description:
It has been reported that the bd¿ syringe 1ml ll ns has been found experiencing 12 occurrences of scale marking issues, two instances of damaged plungers, and one case of a deformed stopper before use. The following has been provided by the initial reporter: total number of defects found: 15 syringes. 11 syringes without scale marking. 1 syringe with crooked scale marking. 1 syringe with damaged plunger. 1 syringe with crooked plunger. 1 syringe with deformed stopper.

Manufacturer narrative:
H.6. Investigation summary : four photos and fifteen loose 1ml syringes were received and evaluated. It was observed eleven of the syringes contained no scale markings, one syringe had a skewed scale and collar damage, one syringe had a bent plunger rod, one syringe had a broken thumb rest, and one syringe had a jammed stopper. All fifteen syringes were rejectable per product specification. Potential root cause for the missing and skewed scale defects are associated with the marking process. Potential root cause for the damaged plunger rods and jammed stopper defects are associated with the assembly process no corrective actions are necessary based on the defective rate identified. Batch 8275743 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ syringe 1ml ll ns has been found experiencing 12 occurrences of scale marking issues, two instances of damaged plungers, and one case of a deformed stopper before use. The following has been provided by the initial reporter: total number of defects found: 15 syringes. 11 syringes without scale marking, 1 syringe with crooked scale marking, 1 syringe with damaged plunger, 1 syringe with crooked plunger, 1 syringe with deformed stopper.